Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not received.

Event description:
It was reported that the drain bag is filling with air during the night and not allowing urine to drain from the patient. In the morning there has only been approx 500ml of urine but the bag has been solid with air not allowing anymore urine to drain from the leg bag.

Event description:
It was reported that the drain bag was filling with air during the night and not allowing urine to drain from the patient. In the morning, there was only approx 500ml of urine, but the bag has been solid with air not allowing anymore urine to drain from the leg bag.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿your local authority may have a ¿soiled dressings collection service¿. You can fi nd out by contacting your loal council offi ces or your doctors surgery. If this service is not available, you can dispose of your used bags through the refuse collection service. Empty the bag before you dispose of it wrap the bag in several layers of newspaper or in a plastic bag and seal the wrapping securely before you place it in the dustbin do not incinerate any used bags or other equipment indoors used items must not be fl ushed down the toilet, as this could cause a blockage to the sewage system" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not received.